Event description:
While covering a reverse shoulder procedure a 1/2 36+3 poly was opened and implanted. This did not match the 39 glenosphere that was used on the glenoid. It was discovered hours after the surgery. The patient was taken back in the following morning to put the correct matching implant in.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
While covering a reverse shoulder procedure a 1/2 36+3 poly was opened and implanted. This did not match the 39 glenosphere that was used on the glenoid. It was discovered hours after the surgery. The patient was taken back in the following morning to put the correct matching implant in.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.